Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was observed to be stretched, measuring 1.085 inches, but did not appear bent or kinked. It could not be determined when or how this damage occurred. Inspection of the fluid path and needle mechanism components found no problems with fluid passing freely through the complete fluid path or evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Investigation of the environmental seal and bottom housing found no evidence of the cannula assembly deploying into either. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. A root cause for the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 519 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). When removed from the infusion site the pod's cannula was found bent. As treatment the patient removed the pod.